Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used in the right ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst during inflation. The procedure was completed with another passport balloon dilation catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used in the right ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst during inflation. The procedure was completed with another passport balloon dilation catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Problem code 1074 captures the reportable event of balloon burst. Investigation result: a passport device was returned without the epidural inflation aid. A visual examination identified that the balloon was not folded and had been subjected to positive pressure. The returned device was attached to an encore inflation and positive pressure was applied when liquid was noted escaping from a pinhole in the balloon material. A microscopic examination found that no damage or issues with the tip. There is no evidence from this investigation that indicates the device malfunctioned. As no additional complaint information was provided the cause of the balloon pinhole cannot be determined. Therefore, taking into consideration the evaluation conducted at the complaint investigation site, the event information and the details of the complaint. Therefore the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.